Event description:
It was reported by the rep that the balloon ruptured at around 35+ atm in a fistula lesion. When removing from a 7f 6cm terumo sheath, resistance was m et and the distal portion of the balloon and the tip separated. The doctor successfully snared and removed the artifacts through another incision in the vein.